Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was in the left circumflex artery (lcx). After predilation, the physician attempted to reach the lesion with a taxus liberte - 3.0x28mm drug eluting stent. However, the taxus stent was unable to cross the lesion and the undeployed stent dislodged from the balloon. The procedure was successfully completed with an unknown size tsunami stent. Patient status is reported as "excellent."